Event description:
A malfunction alarm labeled as "malf 9" was reported, but there was no adverse impact on the customer's blood glucose level. The customer chose to reset the pump independently after receiving instructions on how to do so from tandem technical support, which also provided information on pump reset procedures and remained available for further assistance if needed.